Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of asae was most likely patient condition related since the patient bleed from multiple sites.

Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code.

Manufacturer narrative:
Section d UDI was corrected. Section h device manufacture date was added.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 69-year-old female was admitted for acute decompensated chronic heart failure following a cardiac arrest with noted long down time. An impella cp was placed and the patient was transferred to the intensive care unit where the patient showed signs of hemolysis, but also bleeding from multiple sources, including rectal and gastrointestinal bleeding. Due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired after four days of support. Underlying disease was most likely a contributing factor to the patient's death.

Manufacturer narrative:
Section d4 serial number was corrected.